Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 43-53 mg/dl were recorded by continuous glucose monitor (cgm) from 1:01:48 am to 3:21:48 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:56:48 am. On (B)(6) 2020, user made a bolus request of size .44 units, approximately 3 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) values from 47-51 mg/dl were recorded by continuous glucose monitor (cgm) from 10:46:44 am to 10:56:44 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:46:44 am. On (B)(6) 2020, user made a bolus request of size 1.08 units, approximately 1 hour prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose level of 45 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.